Event description:
It was reported that following a deep brain stimulation implant procedure, imaging displayed edema around the leads. There were no health issues due to the event, however, steroids were administered and the patient was monitored. Additional information was received that the physician believed this was a transient postoperative event. The patient was safely discharged from the hospital with no further issues.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads; upn: m365db2202450; model: db-2202-45; serial: (B)(6); lot: 7104338.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: (B)(4), model: db-2202-45, serial: (B)(6), lot: (B)(6).

Event description:
It was reported that following a deep brain stimulation implant procedure, imaging displayed edema around the leads. There were no health issues due to the event, however, steroids were administered and the patient was monitored.